Event description:
A customer reported obtaining imprecise sequential readings on their freestyle freedom lite meter. The customer reported that they obtained readings of 22.0 mmol/l and 5.6 mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not conformed and no new issues or errors were observed during control solution testing. All results were within the range specifications.